Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: 1. What is the lot number? H3 investigation summary: the product was returned to ethicon for evaluation. One used needle-suture outside its packaging was returned for analysis. Product code sxpp1b104. During visual inspection of the sample, marks on the body needle appeared to be by the use of surgical instruments were observed. The suture was examined, and it was observed that the weld of the first loop was detached. It is possible that this failure was due to excessive force being applied. Body fluids were found on the strand as well. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint. The instructions for use do contain the following caution: for the device to function properly, the stratafix¿ spiral pds¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and barbed suture was used. When opening the package, it was found before use that the loop was not formed. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.